Event description:
Leaking reservoir lot # h8117970 of model # mmt-326a from medtronic paradigm insulin pump. Different lot numbers were recalled but this one; this reservoir was sent to medtronic for eval. Don't know exact. Blood glucose running in 400's (high of 450) with hyperglycemic side effects. Took more than 24 hrs (for each episode) to get blood sugars back in control. On the second occurrence, my blood sugars were running high all day in 200's going up and into 400's. I have an insulin sensor which was on that day, so I changed the site with new tubing and reservoir converting to utilizing an insulin surgical to administer my insulin, since I had to switch to emergency mode. It took more than 24 hours to get my blood sugars back in control. The first occurrence occurred while working a twelve hour shift; my sensor does not work properly in my job environment. Once again my sugars were up into the 400's. I sensed I was having an issue by how I was feeling: increased urinary frequency, upset stomach, headache, unable to think straight. Blood sugars again greater than 400; changed site, etc. It was not until the second occurrence that I realized the insulin reservoir compartment was wet and smelled like insulin; the tubing was wet. I called medtronic and informed them of my high >400 blood sugar. They walked me through all the steps to check pump issues and that was when it was discovered the reservoir was wet. I mailed it back to them for eval but the reservoir lot number is not listed as a recalled product. This concerns me and I hope others do not have to go through the same ordeal. There is also something wrong with this reservoir lot: #h8117970. When I called medtronic to question them about this, they simply stated it was not on the recall list and therefore this lot number was not an issue. Obviously, I think it's a big issue which should not be ignored. Severe hyperglycemia 400-450.